Event description:
On (B) (6) 2010, the patient reported she continues to receive e4 (occlusion) errors on her insulin infusion device. She stated she last received an e4 at 1:30am yesterday morning. She had a headache, stomach ache, bad attitude and extreme thirst. She measured her blood glucose and it was 396 mg/dl with her target range being around 100 mg/dl. She corrected her readings by delivering insulin via injection. She said she changed the tubing but the e4 persisted. She stated she changed her infusion headset 24 hours prior to the e4 and rotates her sites well using her stomach and buttocks. She does not remember when she last changed her device adapter and was advised to change it with every 10th cartridge change. She stated she reuses her insulin cartridges and was advised the cartridge is single use only. The patient declined further troubleshooting and wished to be assisted with filling a new cartridge. She had cold insulin only so she will call once the insulin has warmed for further assistance. On call back, the patient filled a new cartridge, inserted the cartridge into her device and was able to prime without error. On a previous report, the patient stated she changed to a different type of insulin on (B) (6) 2009 and though this might be a factor in her occlusions. Courtesy adapters were sent to the patient. On follow up with the patient on (B) (6) 2010, she stated she received the new adapter and secured it on her device but continues to receive e4s. She stated she has switched to insulin injection therapy. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, cartridge and infusion set were replaced and requested to be returned for evaluation.